Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, red particles on gel, wear abrasion, crease fold, and missing shell (0-25%). A microscopic analysis was performed which identified: two crease sharp openings on radius and posterior, a crease smooth opening on radius, crease sharp broken on posterior, and stress marks. Based on the device analysis the final assessment is: two crease sharp openings on radius and posterior assessed as fold flaw opening. A crease smooth opening on radius assessed as fold flaw opening. Crease sharp broken on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture against left side device. The device remains implanted.